Event description:
A pt had an incident of reactive hypoglycemia. During this reported incident 911 was called and paramedics were summoned as the pt was unable to raise their blood glucose level. The paramedics managed the incident on site. The reporter is questioning the accuracy of their insulin infusion pump with blood glucose monitor as the pt had checked their blood glucose and the device had returned a reading of >400, the pt administered a correction bolus of insulin based on the reading. Fifteen minutes later the pt began to fell ill and checked their blood glucose again, this time a reading of 130 was returned. The device will be returned for eval and analysis.